Manufacturer narrative:
Patient information was not made available from the site. On 01/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/02/2017 software analysis was unable to determine probable cause with the information provided. Suspect use error as the site was using one of the procedures that does not have the microscope added or they plugged the microscope cable into the wrong instrument port.

Event description:
A medtronic representative received a report from a site that while in a cranial procedure, the microscope was not tracking. They immediately brought in another navigation system for the procedure and it worked normally. The surgeon opted to continue and completed the procedure with the use of the second navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported. In trouble-shooting, the medtronic representative checked the microscope and it tracked normally, it is suspected the site was using one of the procedures that does not have the microscope added or plugged the microscope cable into the wrong instrument port. Navigation system performed as intended.